Event description:
It was reported that implantable neurostimulator (ins) wasn¿t working the way it should have been as the device had not been used in a year and would not turn on. When attempting to interrogate the ins with a clinician programmer (cp), the manufacturer representative was brought back to the screen to interrogate the device. After trying to interrogate the ins a second time, the interrogation was successful. The ins was then turned on, but the patient was not able to feel the stimulation or any paresthesia and was not receiving any therapy. It was noted that when the ins was previously operating, the patient had received pain relief of greater than 50 percent. The ins was programmed with ¿+0, -3¿ and after increasing the stimulation to 8, then 9, and finally 10 volts, the patient remained unable to feel stimulation. An impedance test gave some out of range results the following values: 0 ,c-4000ohms; 2,c-1966ohms; 3,c-1537ohms; 0,1-1537ohms; 0,2-1756ohms; 0,3-2047ohms; 1,2-1537ohms; 1,3-1821ohms; 2,3-1537ohms. The impedances were ran again at 3.5v, with the following results: 0 ,c-3620ohms; 1,c-3620ohms; 2,c-???; 3,c-1202ohms; 0,1-1811ohms; 0,2-1901ohms; 0,3-2418ohms; 1,3-1966ohms; 2,3-???. The patient was noted to need an MRI of both knees, so the patient was going to meet with a healthcare provider (hcp) to have a total system replacement. The ins battery status was said to have been showing a longevity of 4 months and was ¿okay.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a surgical consult and the doctor would remove the entire old system and replace with two leads and a new implantable neurostimulator (ins). The surgery had not been scheduled as of (B)(6) 2014 and was still pending pa. However, it looked like a date of (B)(6) 2014 would be the earliest for this surgery to be scheduled unless the doctor had some schedule openings.

Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3487a, lot# l50285, implanted: (B)(6) 1998, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the replaced implantable neurostimulator (ins) was at end of service (eos). This was considered normal battery depletion. The patient needed a future MRI due to possible knee sx and so requested a system replacement with MRI compatibility. This time, the date of explant for the implantable neurostimulator (ins), lead and extension was reported as (B)(6) 2014. Previously, it had been reported as (B)(6) 2014. Ultimately, it was not clear if the explant was (B)(6) 2014 or (B)(6) 2014. These devices were replaced with an MRI compatible system. The patient was seen (B)(6) 2014 for a follow-up appointment and the patient was doing just fine. Further, the adaptive stimulation was started and the patient was educated on how to use the programmer and make adjustments to the adaptive stimulation. There was no patient death or injury. The patient's status after the device was removed was recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. The stimulation ins battery was not in a new condition.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 3487a, lot# l50285, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that the patient did have the old system removed and a new system implanted (B)(6) 2014. Now, the patient control is much better. The manufacturer representative saw the patient (B)(6) 2014 and would see her again (B)(6) 2014 to program auto stimulation.

Event description:
Additional information received reported that the system replacement surgery was scheduled for (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.